Manufacturer narrative:
The unit was down displaying 1283 error. The ge rep found fuses blown. He replaced the fuses, they blew. He replaced the main 480 vac fuses, replaced ac/dc converter, replaced high voltage tank/inverter asm. The unit operates as intended.

Event description:
The customer reported the system displayed a power supply error. No pt injury was reported.